Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus. Based on the results of the investigation, the event was not confirmed, and a root cause could not be identified. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: instructions: oes cystonephrofiberscope / olympus cyf-5 / olympus cyf-5r chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the cystonephrofiberscope exhibited insufficient or incorrect reprocessing of the scope. The issue occurred during reprocessing. There were no reports of patient harm.